Event description:
Upon investigation of the returned wire, the proximal core wire was returned within the hoop while the distal flexible end was loose within the plastic bag. The break occurred at the proximal weld and was an abrupt, ductile failure. The ptfe coating is intact and unremarkable. The distal weld is intact. There is a slight bend/kink in the wire 5 cm from the proximal weld. Metallography analysis was performed on the wire; the sample was mounted, ground, polished, and observed under high magnification. Since the returned wire was fractured, it was not possible to gather any quantifiable data from the metallography analysis. The detachment complaint was confirmed. The cause of the detachment could not be conclusively determined, however is most likely due to cleaning the wire post-procedure, which led to the failure of the proximal weld.

Event description:
An archer guidewire was used as an accessory product in a patient during an endovascular aortic repair. The patient's vessels did not have relevant calcification or tortuosity. No damage was observed to the device packaging, and nothing unusual was noted during preparation. The size of the introducer sheath was 11 fr. At the end of the procedure, the guidewire and catheter were removed from the patient. The physician separated the catheter and guidewire, then attempted to clean the guidewire per the facility's normal process. During this time, the flexible tip of the guidewire separated from the main shaft. There was no difficulty tracking and removing the wire. There was no excessive manipulation of the floppy section of the wire after removal from the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Results: lack of information (cause of event is unknown). Conclusion: lack of information (cause of event is unknown).